Event description:
It was reported that a doctor inserted a balloon to collect urine and manage urination. When the needle sample port was disinfected with an alcohol swab and the urine syringe was inserted in the drain bag, the plastic of the sample port broke.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone: (B)(6). Initial reporter fax: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed cause unknown. Three photos were received of the drainage bag where it was visible that the sample port stem had broken off. Visual inspection of the physical sample noted blue stem luer and stem housing was broken from the sample port connector upon return. This does not meet specification which states that "the product must conform to the applicable drawing. Separations in the assemblies are not allowed". The reported event is addressed within the labeling. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d,g,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a doctor inserted a balloon to collect urine and manage urination. When the needle sample port was disinfected with an alcohol swab and the urine syringe was inserted in the drain bag, the plastic of the sample port broke.